Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was received for evaluation. Visual inspection was performed and a cut in the patient line tubing was observed. A functional test was performed in an apd (automated peritoneal dialysis) system, and a system error 2240 was observed. The cause of the damage was due to a manufacturing issue that occurred with the flow wrapper machine during the packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a hole in the patient line of the homechoice cassette was observed which resulted in a system error 2240 (air in line/set) alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.